Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the leadless implantable pulse generator (ipg) exhibited low a4 amplitude indicating atrial mechanical undersensing. The leadless ipg remains in use. No patient complications have been reported as a result of this event.